Event description:
The account stated that the architect c16000k analyzer has generated discrepant glucose results. The initial result was 27.0 mg/dl and the retest result was 113.5 mg/dl. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.